Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the screen was black. A field service engineer (fse) confirmed the device was online at the time. The fse checked pyxibus cabling and found no defects. The fse opened all doors and drawers in the hardware test application and found no problems. The fse checked logs and saw an ac power failure with power restored within a 30-second window. The fse confirmed the power supply appeared to be intermittent. Later, the fse replaced the intermittent power supply and completed all tests successfully. The system functioned as intended after the field service engineer repaired the device.